Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls-manual indicating that while the device was removed from service to perform annual preventative maintenance it was discovered that the device fails the battery test. As the device was removed from service for preventative maintenance at the time of the discovery, there was no patient involved.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ls-manual indicating that while the device was removed from service to perform annual preventative maintenance it was discovered that the device fails the battery test. As the device was removed from service for preventative maintenance at the time of the discovery, there was no patient involved.